Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regrading patient implanted with an neurostimulator (ins). It was reported that there was a loss of efficacy. Impedance check showed that the leads were ok. There were no environmental/external/patient factors that may have led or contributed to the issue. Revision was done in theatre where the ins was replaced. The issue was resolved, and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. They were unable to obtain the implant date of the ins. The cause of the loss of efficacy had not been determined. It was noted that there were no elective replacement indicator (eri) or end of service (eos) messages seen. They did not know the patient's settings, and could not read the ins. It was noted that this information was confirmed with the pain nurse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the rep had spoken to the facility, and the explanted ins had been disposed of so it could not be returned for analysis.